Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 910 mg/dl. Customer had symptom of vomiting and not making sense. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was still hospitalized at the time of call. Customer reported that insulin pump was not functioning correctly. It was reported that piston was not moving forward during priming. Customer was able to resolve issue and was advised to monitor insulin pump.